Event description:
During the first inflation to post-dilate a palmaz stent previously placed in the left sfa, the balloon pinhole ruptured at four atmospheres. The vessel was mildly calcified and tortuous, with 70% stenosis. The product was withdrawn from the patient, and another balloon was used to successfully complete the procedure. There was no report of patient injury. As per the reporting affiliate, no additional patient or procedure-related information is available. The product is available for evaluation and tesing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.